Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fluke accident happen to them. The patient's grass cutting people were cutting the grass, and a twig the size of a bullet went right at the device and the patient felt a twinge go through their body. The patient was now in pain and the stimulation did not feel the same. It was noted that the patient had to increase stimulation to 1.5 volts. The patient shut off stimulation and it felt like it took the edge off.